Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous shunt. The 6.0 x 40, 40cm mustang balloon catheter was inflated 8 times. The 1st inflation to the 4th inflations were inflated to 22atm. The 5th inflation to the 7th inflations were inflated to 24atm. Upon the 8th inflation the balloon ruptured at 24atm. The procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).